Event description:
It was reported that this artificial urinary sphincter (aus) was malpositioned during the initial implant procedure. It was noted that the device was not sitting on the urethra but instead the corpora. The device was not functioning as expected. The aus was removed and replaced. There were no patient complications.